Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that she has very sensitive skin and eczema and the gauze sponge, sterile 2's, 4x4x4 irritates her skin. The (B)(6) customer service representative asked if it was a specific brand, however patient stated she was not sure. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).